Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during peritoneal dialysis therapy. The caregiver stated that there was water on the floor and that they were not sure which bag was leaking or if it was the cassette. This event occurred during while the patient was connected. The patient had since disconnected and the technical service representative assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.